Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. Per the cardiac catheterization laboratory registered nurse., the initial pump was placed and could not achieve ¿flows higher than 1.9 l/min¿. Pump repositioning and fluids were attempted but opted to have the pump replaced.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. The cause of the low pump flow was most likely a cannula kink based on the evidence on the returned pump and sudden drop in pump flow and motor current. The cause of the kink is unknown. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
H6 medical device problem code a150202 was erroneously entered on the initial manufacturer device report